Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, and mechanical ventilator devices. The manufacturer received information alleging runny nose, nasal/throat irritation or soreness. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam. The manufacturer received information alleged runny nose, nasal/throat irritation or soreness. There was no report of serious or permanent harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An external visual inspection of the device was completed by the manufacturer and found that there were no signs of contamination on the outside of the device. An internal visual inspection was completed by the manufacturer and found that there was evidence of tap water being used in the device. There were mineral deposits on the inside of the blower box as well as on the blower motor. There are also signs that there was water ingress in the blower box. The device's downloaded event log was reviewed by the manufacturer and found no errors. The manufacturer concludes the device has contamination consistent with water ingress. There was no evidence of sound abatement foam degradation. Corrected information was provided in d.5. (Previously patient/consumer was not included). Section h6 updated in this report.